Event description:
It was reported that the open/close mechanism of the instrument is broken and no longer functions properly. Although the instruments were used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(4): the shafts are broken off from the centerline of the jaw pivot pin forward. The broken off portion of the shaft are missing and not returned for analysis. Optical examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order to induce failure of the shaft consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.